Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed by service through the event history. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be a damaged ac cord. To correct the condition, the ac cord was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During service by baxter personnel, the flogard infusion pump was found with a broken alternating current (ac) cord; this condition had the potential to interrupt delivery. It is unknown what process step that this condition resulted. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.